Event description:
It was reported that the patient had his artificial urinary sphincter (aus) explanted due to the device not working. The patient explained that the device never worked following implant. The physician does not feel the pressure regulating balloon (prb) ever filled. Another aus was implanted. No patient complications were reported in relation to this event. No other information was provided.